Event description:
Boston scientific received information that a red alert was generated as this implantable cardioverter defibrillator's (ICD) battery has reached end of life (eol) while implanted. The clinic has been informed of this event and that alert monitoring and remote interrogations can no longer be guaranteed for this ICD. This ICD has been explanted due to normal battery depletion (nbd) and replaced with a new device. This ICD already out of service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that end of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, eol was reached earlier than expected due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.